Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hardware issue was verified, but the cartridge change error and occlusion issue could not be verified.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that intermittent occlusion alarms occurred, and that intermittent cartridge change errors occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customers blood glucose level was 350-400 mg/dl

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.